Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump was received with no act and down button response due to corroded keypad traces. No button error alarm noted. Unable to verify for low blood glucose alarm or perform rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no act and down button response. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
It was reported that the insulin pump alarmed low blood glucose. The customer attempted clearing the alarm but was unable. Then, the insulin pump alarmed button error. The customer's blood glucose was 109 mg/dl. The discontinuation of the device was advised. Nothing further was reported.